Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was unknown. The customer stated they has to press the ok button two times before it does anything. The middle select button was unresponsive. Customer stated that the issues frequency was every other day. The troubleshooting was performed. The customer was advised to remove battery from insulin pump and replace with a recommended new fully charged aa battery. Customer states the buttons were responding now. The customer was advised monitor the insulin pump. The insulin pump will not be returned for analysis.